Event description:
As reported, the tip of a 5f cobra - small adult (c2) 100cm tempo catheter broke off in the patient. The physician has been able to recover the broken piece. The separated piece was removed through an unknown snare. There was no reported patient injury. The device was stored, handled, and prepped according to the instructions for use (IFU). There were no anomalies noted when removed from the package. The intended procedure was aortic stenting graft. No damages were noted prior to inserting the product the product into the patient. There are no procedural images available for review. Additional procedural details were requested but are unknown. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18078024 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10 complaint conclusion: as reported, the tip of a 5f cobra - small adult (c2) 100cm tempo catheter broke off in the patient. The physician has been able to recover the broken piece. The separated piece was removed through an unknown snare. There was no reported patient injury. The device was stored, handled, and prepped according to the instructions for use (IFU). There were no anomalies noted when removed from the package. The intended procedure was aortic stenting graft. No damages were noted prior to inserting the product the product into the patient. There are no procedural images available for review. Additional procedural details were requested but are unknown. The device was not returned for analysis. A product history record (phr) review of lot 18078024 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿brite tip/distal tip-catheters-separated- in patient¿ could not be confirmed as the device was not returned for analysis. With the limited information provided it is not possible to determine an exact cause for the event. There are procedural factors such as, over torquing, insufficient flushing of the catheter that can lead to resistance friction on a guide wire and resultant separation, in addition to catheter entrapment, such as during endovascular aortic aneurysm repairs. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿before use, flush all devices entering a vessel with sterile heparinized saline or similar isotonic solution. Keep catheter filled with either flushing solution or contrast medium while the catheter is in the vascular system and consider the se of systemic heparinization. Forcibly aspirate and flush the catheter with heparinized saline solution at least every two minutes.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the tip of a 5f cobra - small adult (c2) 100cm tempo catheter broke off in the patient. The physician has been able to recover the broken piece. The catheter was jailed/trapped at some point during the endovascular aneurysm repair (evar) procedure. The separated piece was removed through an unknown snare. There was no reported patient injury. The device was stored, handled, and prepped according to the instructions for use (IFU). There were no anomalies noted when removed from the package. The intended procedure was aortic stenting graft. No damages were noted prior to inserting the product the product into the patient. There are no procedural images available for review. Additional procedural details were requested but are unknown. Device was not returned as expected.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h1, h2, h3, h6, and h10 complaint conclusion: as reported, the tip of a 5f cobra - small adult (c2) 100cm tempo catheter broke off in the patient. The physician has been able to recover the broken piece. The catheter was jailed/trapped at some point during the endovascular aneurysm repair (evar) procedure. The separated piece was removed through an unknown snare. There was no reported patient injury. The device was stored, handled, and prepped according to the instructions for use (IFU). There were no anomalies noted when removed from the package. The intended procedure was aortic stenting graft. No damages were noted prior to inserting the product the product into the patient. There are no procedural images available for review. Additional procedural details were requested but are unknown. The device was not returned for analysis. A product history record (phr) review of lot 18078024 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿brite tip/distal tip-catheters-separated- in patient¿ could not be confirmed as the device was not returned for analysis. With the limited information provided it is not possible to determine an exact cause for the event. There are procedural factors such as, over torquing, insufficient flushing of the catheter that can lead to resistance friction on a guide wire in addition to catheter entrapment, such as has been known to occur during endovascular aortic aneurysm repairs, that can lead to tensile overload and separation of the catheter. As with anything that becomes trapped, if the source of the entrapment is not released, separation will occur due to tensile overload. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿before use, flush all devices entering a vessel with sterile heparinized saline or similar isotonic solution. Keep catheter filled with either flushing solution or contrast medium while the catheter is in the vascular system and consider the se of systemic heparinization. Forcibly aspirate and flush the catheter with heparinized saline solution at least every two minutes. Exercise care when removing guidewires from multiple-curve catheters. To prevent kinking of 5f (1.65 mm) and smaller angiographic catheters; straighten the pigtail catheter tip only with a diagnostic guidewire or, if applicable, with a tip straightener. Do not straighten by hand. The performance of these products may be impaired if not properly and cautiously handled during unpacking and preparation. Based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.